Manufacturer narrative:
Follow up report. (B)(4). Updated:b4,b5,d2,d4,d9,g1,g3,g6,h1,h2,h4. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4,b5,d2,g1,g3,g6,h1,h2,h3,h6. The cmp was confirmed the product involved in the reported event was returned for investigation. Visual review of the returned product confirms that the tip of the flex shaft is fractured within the first coil of the flex shaft from the tip. There are nicks on the tip of the fractured end and minor scratches on the flex shaft. There are nicks and scratches on the quick connection end. No other damage was noted during visual evaluation. This device has an approximate field age of 5 years. A review of the device manufacturing records confirmed no abnormalities or deviations. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that the shaft broke while using. No foreign body or piece in the patient. Another instrument was not used to complete the drilling since it did enough before breaking. Attempts have been made and additional information on the reported event is unavailable at this time

Manufacturer narrative:
(B)(4). G2: country report source: canada. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.